Event description:
It was reported that during a prostate biopsy, the device was dry fired outside of the patient without any issue, but before entering the patient, the device fired on it's own as the doctor pulled the two side levers into position. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.